Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave was selected for use in a pulsed field ablation to treat paroxysmal atrial fibrillation, realized on (B)(6) 2025. The procedure was completed successfully and no patient complications were reported. During the six-month follow-up check up, it was reported that the patient is receiving medication for heart failure management ( a beta-adrenergic receptor blocker). However, no adverse events have been registered, and detailed information is unknown. No further information was provided. Product return is not expected (disposed).